Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during an auxiliary dissection, the device would not seal although an end tone, indicating a completed seal cycle, was confirmed. Another generator was used but the problem persisted. The case was completed with clips and sutures. There was no pt injury.